Event description:
It was reported that a malfunction occurred with the pump, indicated by malfunction code 16, and the customer was unsure if it impacted blood glucose levels as they declined to provide details. Customer was advised to put the pump into storage mode and return it to tandem using a pre-paid label within ten days. Technical support confirmed the shipping address and arranged to replace the pump. Since it was under warranty, the customer planned to use manual daily insulin (mdi) as a backup therapy to ensure uninterrupted insulin delivery.